Manufacturer narrative:
According to the field, no further information concerning this event is expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker's longevity was indicated to be less than six months remaining. Impedance measurements were starting to lower as well and an increase in thresholds was also observed. The pacemaker was reprogrammed and remains implanted and in service. No adverse patient effects were reported.